Event description:
It was reported that the attachment after the saw was observed to be blocked.patient involvement and any patient or user complications/harms were reported as unknown.additional information was received stating that tool broken were found during evaluation. Additional information was received stating that there was no patient impact.

Manufacturer narrative:
H3:product analysis for pss unknown tool:evaluation determined that the tool was broken and stuck. The likely cause of failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.